Event description:
The patient received v.a.c. Therapy from (B) (6) 2009 - (B) (6) 2009 for an infected surgical abdominal wound. On (B) (6) 2009, during surgical exploration of the wound, it was reported that a piece of foreign material (4 x 4), alleged to have been a v.a.c. Whitefoam, was noted to have been inadvertently left inside the wound and was removed. Medical records also indicate that on (B) (6) 2009, the wound was packed with kerlix gauze prior to v.a.c. Use. The pathology report confirming the identity of the foreign material was not provided to kci. Although the retained foreign material was alleged to be a kci product, other materials used during patient surgery cannot be ruled out. On (B) (6) 2010, the ordering physician reported that the patient had since recovered.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event from home healthcare agency that performed the patient's dressing changes have been unsuccessful. The dressing techniques and supplies used by the nurses, the frequency of dressing changes, and whether or not the number of foam pieces placed were accounted for during subsequent dressing change is not available. Kci is filing this report due to possible use error as it was alleged that foreign material alleged to be a kci product may have been left behind by the healthcare providers and was removed during surgical exploration of the wound. V.a.c. Therapy labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."